Manufacturer narrative:
As received, the lead had a kink with all internal wires broken/fractured. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient experienced loss of stimulation therapy from the scs system due to high lead impedances. Surgical intervention was taken and the dr removed the patient's entire scs system.